Manufacturer narrative:
The investigation found that the spo2 alarms were functioning and generated spo2 low alarms until 20:39:33. At that time, the logs indicate that a user at the device disabled the spo2 alarm and then re-enabled it approximately three minutes later. When the alarm was re-enabled, the device began displaying ¿no sensor¿ notifications, indicating that the sensor could not obtain a valid signal. This condition persisted for about six minutes, during which several notifications were logged. At 20:59, the desaturation limit was adjusted at the bedside, suggesting that staff were present and interacting with the device and sensor. The review did not identify any malfunction of the device itself, and the product was confirmed to be operating within its specifications. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was related to the user. The issue was resolved by providing a letter to the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
It was reported the device did not generate an alarm for any spo2 events on a critical patient. Between 1945 and 2100, there were no spo2 alarms noted by staff. The customer determined the condition of the patient would not be disclosed.